Event description:
It was reported the patient experienced a skin burn. An iceforce 2.1 cx 90 degree needle was chosen for treatment during a liver cryoablation procedure. The physician noticed a burn on the patient's skin during the removal of the device from the patient. Frost on the cable of the device was observed. The procedure was completed without original device. A wound clinic has been managing the burn site and the patient is expected to fully recover.